Event description:
It is reported that while inserting a screw, the screwdriver tip fractured.

Manufacturer narrative:
Sem analysis showed dimple micro-mechanism of fracture indicating an overload fracture. The fracture appears to have originated close to a hex corner and most likely occurred due to a bending moment applied to the device, such as off-axis insertion and/or a large perpendicular force applied to the driver shaft. However, without additional information, the exact cause of the fracture cannot be conclusively determined at this time. Device history records indicate all components were manufactured and inspected to specification. The part is conforming where measured. The fractured tip, along with the rest of the hex driver bit, was returned for analysis. The driver had a potential field age of approximately 4.5 years; however, the number of uses over this time cannot be determined without further information.